Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to breakage of the image sensor unit or video connector. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. However, it is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6). The device has been returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that there was no image/blacked out image due to breakage of image sensor unit or video connector. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope displayed no image during the transbronchial lung biopsy (tblb). The procedure was reported as completed. There were no reports of patient harm or impact associated with this event.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The reported issue was describe as the screen went black when angulation occurred or pressed a button. The diagnostic transbronchial lung biopsy (tblb) was completed with the same scope and no delay was noted. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. MFR report # 9610595 - 2023 - 10367. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to b5.